Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval , returned to manufacturer on, device eval by manufacturer , annex b: b01 annex c: c16 annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of keypad issues was confirmed. Lvp when attached to lab pcu failed asm keypad test. Internal inspection revealed that the display board cable was damaged during assembly. Workmanship at bd manufacturing. Recommend bd san diego repair center to keypad fascia/ door assembly. Device to be returned to san diego repair center for processing. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had malfunctioned keypad, during first testing it was failed due to human error, on the second time fsr noticed that the pushing channel off or restart buttons individually triggered both buttons to respond to human input. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had malfunctioned keypad, during first testing it was failed due to human error, on the second time fsr noticed that the pushing channel off or restart buttons individually triggered both buttons to respond to human input. There was no patient involvement.